Event description:
Per the clinic, the patient experienced static and poor performance with device use. Subsequently the device was explanted on (B)(6) 2014; during the same surgery the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, november 6, 2014.

Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
This record is a duplicate MDR of MFR 6000034-2014-01625. All future information will filed under MFR# 6000034-2014-01625.this report is filed march 26th, 2015.